Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts and a dim, discolored display screen. This report is made based on results of investigation completed on 06/05/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following findings:the keypad was found to be peeling/lifting from below the ok button to the contrast button, exposing all the button contacts. All keypad buttons were found to be responding normally to button presses. There was evidence of keypad contamination found under all key contacts. Additionally, investigation revealed that the display screen was dim and discolored at the contrast setting of 8. The contrast setting was increased to the maximum of 10 with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).